Manufacturer narrative:
The suspect device will not be returning for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that on (B)(6) 2021 a tracheobronchial stent was implanted in respiratory surgery. On (B)(6) 2021, the patient was discharged from the hospital in good postoperative condition. On (B)(6) 2021, the patient had trouble breathing. On (B)(6) 2021, a CT scan was performed during follow up examination. It was noted that sputum had accumulated within the stent. On (B)(6) 2021, the patient was admitted and underwent an interventional procedure to remove the sputum endoscopically with a flexible bronchoscope. Chemotherapy and the other treatments were performed on the patient. On (B)(6) 2021, bronchoscopy was re-performed, and it was confirmed that the accumulation had improved. On (B)(6) 2021, the patient was discharged. On (B)(6) 2021 the patient expired due to the progression of the patient's disease.

Manufacturer narrative:
The suspect device will not be returning for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.